Event description:
It was reported that during a da vinci sacrocolpopexy procedure, the surgeon lost control of the instrument after a broken wire was observed sticking out of top instrument. Nothing was reported to have fallen into the patient, and no patient harm as indicated.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of broken wire sticking out of top instrument is confirmed. The pitch up cable is broken at the distal clevis hub. Cable segment that contains the crimp is missing. Clevis does not exhibit any damage or wear marks. Other cables at wrist are not damaged. No other damage found.